Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump buttons were not working well and they had to be pressed hard to get a response. The customer reported that the time on the insulin pump was advancing. The back light of the insulin pump was also dim. The customer declined further troubleshooting. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
No button error alarm noted during testing. Device had intermittent buttons response due to flattened (creased) act button dome switch. No unlocked lcd keypad connector noted. Device passed self-test and displacement test. Device back light properly and no anomaly noted.